Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was found to be on safety mode. Technical services (ts) was consulted and device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated on event description on b5 and updated impact codes in h6. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was found to be on safety mode. Technical services (ts) was consulted and device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and has not been returned for analysis. No additional adverse patient effects were reported.